Manufacturer narrative:
A a review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endobronchial biopsy procedure and the patient subsequently experienced a pneumothorax requiring a chest tube and hospitalization. The patient had a prior medical history of lung cancer and had previously undergone a right upper lobe lobectomy. The lungs were described as "cottage cheese lungs," though it remains unclear whether this referred to chronic obstructive pulmonary disease (copd) or emphysema. Two pleural-based nodules (1 cm each) were biopsied in the left upper lobe; both nodules were in contact with the pleura. According to the physician, the ion device functioned without any issues, and the pneumothorax was attributed to the biopsy tools. Before biopsying the second nodule, the physician reviewed the intra-procedural 3d spin and confirmed no pneumothorax was present at that time. However, post-procedure, the patient developed shortness of breath. A chest x-ray revealed a large pneumothorax, necessitating placement of a 14 french chest tube. The patient was hospitalized for one week before being discharged home. The final diagnosis was lung cancer.